Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the console did not recognize the motor and a pin was pushed in. Therefore, the reported condition was confirmed. It was determined that the console most likely did not recognize the motor because the pin was pushed in. It was further determined that the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. The assignable root cause of the component damage was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device did not work. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.